Event description:
It was reported that during a hepatectomy procedure, the tissue pad came loose on the end of the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.